Manufacturer narrative:
Patient was given topical biocorneum medication for post care treatment. Treatment parameters were followed within clinical guidelines. Device evaluation could not be performed because the customer site has been unresponsive to attempts at making contact. This is reportable since the patient's scarring has not resolved, resulting in a serious injury.

Event description:
Patient developed hypertrophic scarring on its upper lip from laser treatment.